Event description:
No additional information.

Manufacturer narrative:
A 2000ea7d product was not available for investigation; however, the customer indicated the complaint sample was from lot 20065382. The feedback provided by the customer indicates leakage was detected from the smartsite whilst connected to an unknown device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065382 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product in the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free connector arterial set experienced leakage. The following information was provided by the initial reporter: difficulty flushing and aspirating and some leaking at the connector site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.